Event description:
It was reported that a user on the third day of ilet bionic pancreas use experienced elevated glucose readings after a supply change, with a fingerstick of 291 mg/dl and ilet reading 249 mg/dl that were subsequently calibrated, after which fingerstick and ilet values aligned and trended down to 247 mg/dl by the end of the call; the user uses dexcom g7 and received troubleshooting and education. Symptoms included hyperglycemia with associated anxiety and distress. Outcomes included no health consequences or impact. Investigation included troubleshooting and education regarding ilet usage and calibration with confirmation of concordant readings post-calibration. Investigation of this case revealed no device alarms and no identified device malfunction, with glucose values improving following calibration and time. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.